Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bending section damage issue could not be determined, however, the issue was likely the result of physical stress on the bending section as a result of user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: operation manual_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Operartion manual_ precautions_ caution do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the broken bending section and bending section cover, other evaluation findings are as follows: the insertion tube was leaking with pinholes; the bending section cover was cut and leaking; the bending tube was broken; the bending angle in the up direction did not meet specifications due to deformation of the bending tube; and the bending section cover adhesive was worn and cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the uretero-reno videoscope had a broken linkage and a damaged bending section cover causing a leak. There was no report of patient harm. The device was returned, evaluated, and the bending section and the bending section cover were broken. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.